Event description:
It was reported that after the patient had his trial, a ¿rolling¿ lead was implanted. During this first implant, he was fishing and fell and broke the lead. The patient could not remember the date, and at that time they replaced it with a ¿flat¿ lead and attached it to the spin and he was fine. Information regarding the explant of the lead, and if the patient still had concerns with their device or therapy, has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, serial# (B)(4), product type: lead. Product ID: 7495-25, serial# (B)(4), product type: extension. Product ID: 7495-25, serial# (B)(4), product type: extension. Product ID: 7425 serial# (B)(4), product type: implantable neurostimulator. Product ID: 3888-45, serial# (B)(4), product type: lead. Product ID: 3888-45, serial# (B)(4), product type: lead. Product ID: 7425, serial# (B)(4) product type: implantable neurostimulator. (B)(4).